Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the catheter appeared to be thrombosed so it was removed. On (B)(6) 2017, facility clarified that after a failed attempt to aspirate through the catheter, it was removed and found to be occluded with blood.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: evidence of what could have caused an occlusion was found; therefore, the complaint was confirmed, and the collection of blood in the lumen appeared to be associated with use of the device. A 5.0 cm segment of groshong 3 fr tubing was returned for investigation. The catheter segment contained the 25cm depth mark. The remainder of the catheter was not returned for investigation. Dry blood residue was observed within the lumen of the short segment of tubing. The catheter lumen may have become occluded with blood and/or infusate during use, which may have prevented infusion and aspiration. A functional test revealed that the dry blood was flushed from the lumen. No leaks were observed in the returned catheter segment. Catheter occlusion is listed as a possible complication in the IFU. The IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿

Event description:
It was reported that the catheter appeared to be thrombosed so it was removed. (B)(6) 2017 - facility clarified that after a failed attempt to aspirate through the catheter, it was removed and found to be occluded with blood.